Manufacturer narrative:
Per the instructions for use (IFU), valve malposition and subsequent regurgitation requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. In this case, the initial tavr valve was placed too low in the ventricle. No information was provided to suggest a possible root cause for the ventricular malposition. The resulting pvl was likely due to the low position of the valve within the native annulus. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Two and half years post transfemoral tavr, the valve was explanted and replaced with a surgical valve. Additional information was provided by the explanting hospital. Per the surgeon who removed the valve, the device was functioning with no apparent defect noted. The reason for removal was the valve was seated too low and there was a severe paravalvular leak (pvl). The patient expired on pod four. The patient was brought back for open heart re-operation with a mitral valve replacement, avr with #25 ce valve, removal of the sapien valve, tricuspid valve repair, CABG x1 interposition as a vein graft to the lima, and aortoplasty of the bovine pericardial patch. Veno-arterial ECMO was placed in the right axillary artery, right femoral vein. The patient pre-operative diagnosis was severe mitral stenosis, severe perivalvular leak with sapien valve placed in the lower position, coronary disease, and severe tricuspid regurgitation. The patient previously underwent a percutaneous tavr sapien valve which was placed in the aortic position a little lower creating an outflow tract obstruction and pushing the anterior leaflet to create more mitral stenosis, severe mitral mac, and severe tricuspid regurgitation. The procedure of re-operation was needed. Operative findings indicated the heart had previous adhesions. The aortic valve and sapien valve were very low in position and severe calcification of the anterior posterior leaflet and severe tricuspid regurgitation were noted. Final diagnosis indicated that removal of the transcatheter aortic valve, showed an unremarkable valve (gross diagnosis only). The native aortic valve excision indicated moderate calcification and severe fibrosis (gross diagnosis only). The mitral valve excision showed marked fibrosis. No additional information was provided regarding the patient's death.